Manufacturer narrative:
(B)(4). Additional investigation summary: an opened box with unopened samples of product code w529, lot #je6709 were returned for analysis. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device je6709 batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please identify about "product (w529h) was fragile during use" the suture break in 2 pieces. If yes to any above, any patient consequences/ae outcome as a result of this event report? No. Surgeon change the new one. When did event occur pre-op (before use on patient) ? Or intra-op (during use on patient while suturing) ? Intra-op. Was procedure completed successfully? Complete successfully but have to change the new sachet.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. It was reported the suture was fragile during use. The suture broke in two pieces. A like device was used to complete the procedure. There were no adverse patient consequences reported.